Manufacturer narrative:
Section b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back and reported they got a letter. Pt mentioned they had an MRI and the letter mentioned they didn't know if they had the surgery already. Pt mentioned they took the previous implantable neurostimulator (ins) out because it didn't worked for the patient. Pt also mentioned they took the battery and the paddle device out because they don't want the device anymore. Pt stated they brought the equipment that they to a hospital and the someone took the equipment. Pt said they don't know where the device went if the equipment went to the doctor's office. Patient brought the device to the hospital and didn't know where it went.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the representative (rep) has no idea and the device was taken out. Rep don¿t know what they did with any of the equipment. An abbott device was put in.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep saying that this is the first they have heard of this, medtronic employee does not have any of patient's devices and that it sounds like the patient had the device taken out. Reps were not notified and they were not there and that it sounds like maybe patient brought his stuff to the hospital and they discarded it. Rep mentioned they have no idea.

Event description:
Patient called back and reiterated details of case. Patient said their leads had moved(confirmed via x-ray by see secure note for hcp) and the patient had been feeling stimulation in their legs, which was not anticipated. Patient said they had their medtronic implant and leads removed and these were replaced by an abbott system. Patient said the leads being moved caused the surgery to be about 2.5-3 hours for the replacement(because the replacement was a more involved surgical lead placement). See secure note for hcp's involved in assessment of leads moving and explanting hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they hadn't used their device in about 10 months and had not charged the equipment in that amount of time. Patient said they charged the handset, but the communicator won't charge and so they had to cancel an MRI appointment yesterday because they couldn't connect to access MRI mode. Patient said the reason they stopped using the device was that their leads had moved so instead of helping their back, the stimulation was effecting their knee. Patient said they had a bad knee and the stimulation was stimulating that knee and hurt so bad and they couldn't walk, so they just stopped using the stimulator and found out the leads had moved. When asked event date, patient said probably before october. Patient mentioned they had just had knee replacement surgery in (B)(6) and now that they were pretty healed up with the knee, patient wanted to get their back situation fixed up. Patient said they were going to take the leads out, take the battery out, and put a paddle device in, but patient needed an MRI before the surgery. Patient tried resetting communicator but no lights came on. Patient tried plugging into power cord but again no lights came on. A request was sent to repair to replace the communicator. Agent reviewed communicator charging information with patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-apr-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 10-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.